Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost weight and the ipg appeared to have moved slightly. As a result, the patient experienced pain at the ipg site. Surgical intervention is planned to address the issue.

Event description:
Follow-up identified no further intervention is planned for a while as the physician wants to wait until the patient is healed.